Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector. Pa completed dissection and began branch cutting and the bipolar energy was not working, the vasoview would not cauterize and there was no energy to the tip. A second vasoview was open to complete the case. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector. Pa completed dissection and began branch cutting and the bipolar energy was not working, the vasoview would not cauterize and there was no energy to the tip. A second vasoview was open to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 11/05/2020. An investigation was conducted on 11/19/2020. A visual inspection was conducted. Signs of clinical use with slight evidence of blood and charred material was observed on the bipolar blades. There were no visual defects observed on the device. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001599). The device failed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device did not activate. The bipolar cord connection was manipulated during activation. The device did not active and no intermittent continuity was observed. The device did not produced steam and the saline did not ¿boil¿ on the test gauze each time. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed. The lot # 25151423 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.